Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler stapled false and then locked, being necessary to ask for another for use and not charge this patient.